Event description:
It was reported that the patient had their implantable cardiac defibrillator (ICD) and leads removed due to pocket erosion and infection. A pocket specimen reported rare staphylococcus aureus and the patient was treated with intravenous (IV) antibiotics. It was also reported that when the patient returned to the floor following surgery large amounts of bleeding was noted from the incision site. The wound was packed with more dressing, three times a day wet-to-dry dressing changes, and the patient received five units of packed red blood cells (prbc). The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had their implantable cardiac defibrillator (ICD) and leads removed due to pocket erosion and infection. A pocket specimen reported rare staphylococcus aureus and the patient was treated with intravenous (IV) antibiotics. It was also reported that when the patient returned to the floor following surgery large amounts of bleeding was noted from the incision site. The wound was packed with more dressing, three times a day wet-to-dry dressing changes, and the patient received five units of packed red blood cells (prbc). The patient is enrolled in the starfix extraction study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing lead (B)(6) 2011; 694765 implantable tachy lead (B)(6) 2007; d274trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.